Manufacturer narrative:
Device passed rewind test, self-test and displacement test. No rewind grinding loud noise anomaly noted during testing. Device t had minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had to rewind more than once per reservoir and also state that slow rewind with the noise. The customer¿s blood glucose was unknown at the time of incident. The customer also state that there were scratches on the screen. The insulin pump will not be returned for analysis.